Manufacturer narrative:
Two samples were received for evaluation. Visual inspection found no discrepancies. Functional testing was unable to confirm the reported problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the pump alarmed with message displayed on screen "high pressure". Patient returned to the clinic with a 5fu pump that had leaked while at home. There was a visible chemo spill on the outside of the pump and tubing. They also reported a high-pressure alarm. Continuous infusion rate: 1.7 ml/hr. Total reservoir volume: 78 ml. Given: 58.7 ml. Air detector was off. Upstream sensor was on. Length of infusion: 46 hours. Lock level: ll2. A cstd was used to fill cassette. There was patient involvement and no patient harm/adverse event reported.